Manufacturer narrative:
UDI= (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the balloon and blade were detached. The significantly stenosed target lesion was located in a calcified superficial femoral artery (sfa). A 10/3.50 flextome cutting balloon was selected for treatment. During the procedure, it was noted that the balloon and blade were detached and lodged in the target lesion. The physician attempted to pull the catheter; however, the balloon and blade floated downstream and were subsequently captured by a non-bsc filter. The physician then attempted to remove the filter, with the dislodged blade and balloon; however, the filter would not collapse and come out of the sheath. Consequently, the patient was sent to surgery and the detached fragments were successfully removed. No further patient complications reported and the patient's status is okay.